Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the image of the xenon light source was not working. When the bulb was switched out, it was bright but there was still no image. The issue occurred during a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: e2, e3, b5, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, phenomenon was not reproduced during device inspection. Therefore, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was completed.